Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported that patient was presented with a loose implant. It was discovered that the unknown biomet 3i abutment screw was broken. The dr. Was able to retrieve the broken screw and the implant appears to be intact.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.